Manufacturer narrative:
Device evaluated buy MFR.: synergy ous mr 3.00 x 16mm stent delivery system was returned for analysis. A visual examination of the crimped stent identified stent damage. Proximal struts 1 and 2 were lifted and pulled in a distal direction. The remainder of the stent was undamaged. The crimped stent od(outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed multiple kinks. An examination of the shaft polymer extrusion revealed a kink at approximately 8mm distal to the guidewire exchange port. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the stent was deformed. The 87% stenosed, eccentric, de novo target lesion was located in a non-tortuous and severely calcified left anterior descending (lad). The lesion contained a bend of less than or equal to 45 degrees. The lesion was predilated with a 2.75x15 maverick2, a 3.0x8 nc emerge balloon and a 3.0x15 non-bsc balloon catheters. A 3.00 x 16 synergy stent was advanced but failed to cross the lesion. The device was removed and it was noted that the proximal of the stent was deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent was deformed. The 87% stenosed, eccentric, de novo target lesion was located in a non-tortuous and severely calcified left anterior descending (lad). The lesion contained a bend of less than or equal to 45 degrees. The lesion was predilated with a 2.75x15 maverick2, a 3.0x8 nc emerge balloon and a 3.0x15 non-bsc balloon catheters. A 3.00 x 16 synergy stent was advanced but failed to cross the lesion. The device was removed and it was noted that the proximal of the stent was deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.